Event description:
Patient having mandibular surgery was burned by an overheated stryker tps handpiece and drill attachment. The drill and attachment were immediately removed from use and given to clinical engineering for evaluation. The patient received additional treatment for facial burn.